Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported white matter was introduced inside a patient's left eye, during cataract surgery. Additional follow up information was received reporting the patient experienced a corneal burn. Sutures were required and as a result, 10.0 diopters of astigmatism was noted postoperatively.

Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. A handpiece was returned for evaluation by the company representative. The handpiece was manufactured on january 22, 2010. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found dents on the irrigation line, discolored cable and missing connector cap. The handpiece was flushed for metal particulates testing. The sample was visually and microscopically analyzed at a different facility and found to contain a red fiber up to 630 ¿m in length, light blue particles up to 183 ¿m in length and reflective particles up to 25 ¿m in length. The red fiber was identified and best matches wypall fibers (paper). The light blue particles were identified and best match cellulose nitrate. The reflective particles were observed to contain elements including carbon, oxygen, chromium, manganese, iron, nickel, and copper; however, the exact origin and quantity of metallic particles remains inconclusive. Refer to the attached particulates test results. The handpiece was then connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The root cause cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).